Event description:
It was reported that a pt intubated with a size 8 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tube experienced respiratory distress and required intervention. The involved device was removed and the pt was reintubated with a second device, treated in the ICU and returned to baseline condition. After removal of the involved 8 dfen device attending medical staff report that the fenestrated area of the device outer cannula was "buckled". Limited info is available regarding the pt, the length of time the disposable device was in use and what type of trach care and maintenance was performed. The involved 8 dfen device was reportedly discarded and as such is not available to be returned to the MFR for ID, analysis and investigation.